Event description:
Reporter indicated that a dell handheld computer's screen was freezing all the time. Reseating the flashcard and resetting the device resolved the issue, but it continued to occur. A replacement handheld was sent to the physician. Good faith attempts to obtain the old handheld for analysis have been unsuccessful to date.